Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen blinked black and white. The customer stated that the alarm tank seal was removed from its location. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed tone check during self-test. No audio beep anomaly noted during our testing. The insulin pump was programmed and monitored for two days; no unexpected errors, unexpected alarms or display anomaly noted. The reservoir tube o-ring was not in place. The insulin pump had minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and keypad overlay texture damage.